Event description:
Information received from the field does not address the patient's clinical status but notes excessive battery discharge. The measured battery data was 2.38v, 14ua, 22 kohms and the rate dropped from 70 ppm to 62.9 ppm. The device was scheduled for replacement.